Event description:
Information received with return of the explanted device notes that the patient came to the hospital after a syncopal episode. The device could not be interrogated and exhibited loss of capture and sensing. The programmer displayed the message, "hardware failure".